Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During intubation, before the triclip procedure, the patient went into v-tachycardia and had to be shocked. The cause was unknown. The procedure continued and imaging was challenging due to shadowing. After deployment while implanting a second clip, the septal leaflet detached from the clip and the anterior leaflet remained attached (slda - single leaflet device attachment). The second clip was implanted and an additional clip to stabilize the slda. Per the physician the slda was caused by imaging challenges, resulting in difficulty with leaflet insertion assessment. After the procedure the patient had difficulty waking up and had different arrhythmias. Per the physician the arrythmia's were not caused or related to the triclip. The tr was reduced to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to shadowing. The reported slda was due to the poor image resolution. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.